Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon eval, the power unit wire had visible damage to the insulation, causing a short in an internal wire. This short caused the charger not to power on. The root cause of the damaged insulation and electrical short cannot be positively determined, but is likely the result of physical damage. No adverse event resulted from the defective power unit wire. The pt received a replacement battery charger.

Event description:
The wife of a (B)(6) male pt contacted zoll customer support to report that the pt's battery charger will no longer charge the pt's batteries. The pt was issued a replacement battery charger.